Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer's insulin pump was not delivering insulin consistently. The customer¿s blood glucose level was unknown at the time of the incident. No further details were provided, and the customer could not be reached. Troubleshooting was not completed. The insulin pump will not be returned for analysis.